Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) indicated for non-malignant pain. It was reported that the patient experienced pain at the implant site. It was noted that there was not enough tissue around the battery pack and it hurt the skin where it was. This had been happening for a while.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.